Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he removed the sensor and the filament was missing, his mother was panicked that the electrode was still in his body. The patient¿s blood glucose level was 9.8 mmol/l at the time of the incident. Sensor glucose vs. Blood glucose, calibration error and sensor glucose value not available were also reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is not expected to be returned for analysis.